Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, partly causing reduced battery longevity. The rv lead was capped and replaced. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.